Event description:
On (B)(6) 2020: e-mail received from cpo where he described that the patient was standing up and suddenly the axor released in rotation. The patient fell to the floor. It seems like the abutment was not damaged by the fall. Patient was not hurt. 12/15/2020: correction of about notification. The axor released in bending (not in rotation). Service performed. Jaws damaged,changed. Bending value on the lower specification limit. Bending release adjusted to upper limit specification to reduce the risk of unwanted release.

Manufacturer narrative:
Device received but not evaluated yet. Investigation ongoing.

Event description:
On (B)(6) 2020: e-mail received from cpo where he described that the patient was standing up and suddenly the axor released in rotation. The patient fell to the floor. It seems like the abutment was not damaged by the fall. Patient was not hurt.